Manufacturer narrative:
Received one device, upon visual inspection, peeling downstream occlusion sensor seal and a worn upstream occlusion sensor seal. Both the downstream inclusion sensor and the upstream sensor was replaced. Device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has loss of date/time. The event was found during testing, there was no patient involvement. The device evaluation noted a delaminated downstream occlusion seal.